Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead's helix mechanism would not retract prior to implant. The lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.